Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a rupture is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. One photograph of an additional 4fr sl powerpicc catheter was also returned. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5cm and 6cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was mostly circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Inspection of the returned photographs showed another powerpicc catheter with a split at the 4cm depth mark which also exhibited features associated with material fatigue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC rupture once inserted in the patient and in use with treatments, causing another appointment for the patient with a re-puncture and another PICC. Additional information received: it was reported the fracture happened inside the patient's body, causing swelling, edema, redness of the skin and extravasation of irritant drugs. (B)(6) 2024 - the customer provided two samples for evaluation. This report addresses the second device and the patient with no details provided.